Event description:
It was reported that the right atrial lead dislodged. During the lead revision procedure it was noted that the suture sleeves were loose. The lead was successfully repositioned and remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.